Event description:
Additional information: the patient was receiving continual gait training in regards to physical/work therapy. The patient's dose was adjusted on the following days due to spasm control: (B)(6) 2011 (22.0 mcg/day), (B)(6) 2011 (25.0 mcg/day), (B)(6) 2011 (28.0 mcg/day), (B)(6) 2011 (30.0 mcg/day), (B)(6) 2011 (35.0 mcg/day), and (B)(6) 2011 (40 mcg/day). 'In xp' paralysis and catheter migration was observed on (B)(6) 2011. On (B)(6) 2011 the patient's dose was 40 mcg/day; and 'increased reflex response in lower limbs since 1 to 2 weeks ago' was noted. Spastic paraplegia while walking was believed to be related to the catheter migration. The patient had recovered. It was indicated that the patient did not have any overdose, withdrawal, or resistance symptoms. Device information was provided and updated in the present report.

Event description:
Additional information: on (B)(6) 2011, the patient's baclofen dose was noted as being 25 mcg. The patient's initial dose, regarding their (B)(6) 2011 pump implant, was 20 mcg/day. The patient experienced mild / worsened spasticity due to the catheter migration. In regards to the catheter migration, an onset of (B)(6) 2011 was indicated; as confirmed via xp. It was clarified that the patient's catheter was replaced on (B)(6) 2011. In regards to spasticity and adl function vs. Pre-dosing, it was indicated as having improved. The patient showed improvement in lower limb tendon reflex; and lower limb pain was observed.

Event description:
A pt visited a hospital due to a loss of therapy. An x-ray revealed a catheter migration. A physician commented that the pt's body movement had an influence on the catheter migration. The catheter was explanted on (B)(6) 2011. Add'l info will be provided in a f/u report as it becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8711, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2011. Product type: catheter. (B)(4). The initial MDR was filed as MFR report # 3007566237201108206. Additional review indicated the correct manufacturing site is #3004209178. MFR report follow-up #1 did not carry the date of report, it should have been 11/07/2011.